Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed m error code. The customer¿s blood glucose level was unknown. The insulin pump rewind is slower than in past and also it lost settings during battery change. The customer reported battery life was diminished and crack at bottom of reservoir window. The insulin pump will not be returned for analysis.